Event description:
The device was used during an oophrectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon performed a laparotomy and manually sutured to correct the condition. The hospital has reported the pt's condition is satisfactory.